Event description:
Healthcare professional reported a right side rupture/deflation. Since the device is saline, the event is captured as deflation. Device has been explanted and replaced..

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.